Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No further information was available.